Manufacturer narrative:
Additional information: h6, h10, device evaluation: one smiths medical level 1 hotline low flow system was returned for analysis with a cracked tank cover and worn line cord, and defective printed circuit board (pcb) that would not calibrate. During analysis, the reported issue was able to be duplicated. It was noted that cracked tank cover was the cause of the reported issue. Service replaced the tank cover to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received that a smiths medical level 1 hotline low flow system leaks water, unknown location. No adverse effects reported.